Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (2500 mcg/ml at 1853 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient called the clinic because of more pain and a general "strange feeling." The log file of the pump was checked, revealing several motor stalls. The event date was noted as (B)(6) 2017. Troubleshooting included doing a rotor test under fluoroscopy. There was no movement of the rotor visible. A catheter test over sideport was performed. The catheter had good cerebrospinal fluid (csf) backflow. It was decided to replace the pump. The pump was replaced on (B)(6) 2017 and would be returned. Contributing factors were unknown. The issue was resolved and the patient status was alive no injury. No further complications were reported or anticipated. Pump logs were provided. A motor stall occurred on (B)(6) 2017 at 15:18 with a recovery at 22:15. Seven more motor stalls and recoveries occurred, with the last having no noted recovery. This stall occurred on (B)(6) 2017 at 03:49. A tube set occurred on (B)(6) 2017 at 03:49.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to 24. If information is provided in the future, a supplemental report will be issued.